Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the condition of cord damage was confirmed. It was noted in the pre-repair diagnostic notes that the device hose was torn. In the emax2plus the cord is located within the hose. If additional information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that the device was being returned for routine maintenance. During service of the device, it was found that the device had cord damage. It is known that the device was not being used during surgery and no pt or user injury or medical intervention occurred. There was no additional information provided.